Event description:
It was reported that this pacemaker system exhibited loss of capture (loc) on the right ventricular (rv) lead channel which caused the patient to experience bradycardia. No additional adverse patient effects were reported. This system remains in service.